Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness, discomfort, fluttering, and falls. Right atrial (ra) lead exhibited undersensing and loss of capture and the right ventricular (rv) lead exhibited high thresholds. The implantable pulse generator (ipg) paced at the lower rate than programmed. The ra lead was planned to be reprogrammed. The ipg system remains in use. No further patient complications have been reported as a result of this event.